Event description:
Customer was hospitalized for los blood glucose levels. It was reported that customer had high blood glucose levels last week and corrected with several boluses. Customer's blood glucose levels decreased too low and hospitalization occurred as a result.